Event description:
The lens ejected from the inserter prematurely. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01265 for delivery device used with this lens.